Event description:
It was reported that replace sensor now alert occurred. The sensor was inserted into the arm on (B)(6) 2022 which is off-label usage of the device. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a replace sensor now alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).